Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that the patient was admitted to the hospital on (B)(6) for elevated lactate dehydrogenase (ldh) and presented with melena and shortness of breath. The patient¿s inr on admission was 8.3 due to recently started medication for an ear infection. On (B)(6), the patient¿s ldh spiked to 1991 u/l and bivalirudin was started. On (B)(6) the patient¿s ldh and inr decreased therefore medication was adjusted to intravenous angiomax and bivalirudin. The patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and observed a trajectory that has been linked to the presence of thrombus. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.